Event description:
It was reported that the patient experienced tape not sticking and cannula fell off due to sweat on (b)(6) 2026.

Manufacturer narrative:
E1: Patient City: (b)(6)Patient Country: Spain .Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState, Province or Territory: CAPost office or Zip Code: 91325.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.